Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was located in the severely calcified and moderate tortuous left main coronary artery (lmca) approximately to mid left anterior descending (lad). Predilation was performed with a 2.5x30mm quantum maverick balloon. The lesion was ablated with 1.5mm and 1.75mm rotablator. A 2.75x38mm taxus liberte stent was implanted to the distal portion of the lesion. The physician attempted implanting a 3.5x32mm taxus liberte stent to the proximal portion of the lesion but, the device was unable to cross. The device was removed outside the patient¿s body and it was found that the proximal edge of the stent was lifted up. Additional predilation was performed with an unknown balloon. The physician implanted another 3.5x32mm taxus liberte stent to the lesion. No patient complications were reported and the patient status is noted as good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was located in the severely calcified and moderate tortuous left main coronary artery (lmca) approximately to mid left anterior descending (lad). Predilation was performed with a 2.5x30mm quantum maverick balloon. The lesion was ablated with 1.5mm and 1.75mm rotablator. A 2.75x38mm taxus liberte stent was implanted to the distal portion of the lesion. The physician attempted implanting a 3.5x32mm taxus liberte stent to the proximal portion of the lesion but, the device was unable to cross. The device was removed outside the patient's body and it was found that the proximal edge of the stent was lifted up. Additional predilation was performed with an unknown balloon. The physician implanted another 3.5x32mm taxus liberte stent to the lesion. No patient complications were reported and the patient status is noted as good.

Manufacturer narrative:
Device evaluated by manufacture - returned product consisted of a taxus liberte (mr) stent delivery system (sds). Blood was in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the first distal row had one strut flared and the tip was damaged. The condition of the returned device was consistent with the reported event of stent damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).